Event description:
It was reported that during a percutaneous coronary/peripheral intervention procedure, a balloon rupture occurred. The 90% stenosed lesion was located in a moderately tortuous unspecified vessel. The 15mm x 2.00mm nc quantum apex balloon ruptured at 18 atms. The number of inflations, and to what atms, is unknown. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Event description:
It was reported that during a percutaneous coronary/peripheral intervention procedure, a balloon rupture occurred. The 90% stenosed lesion was located in a moderately tortuous unspecified vessel. The 15mm x 2.00mm nc quantum apex balloon ruptured at 18 atms. The number of inflations, and to what atms, is unknown. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
The nc quantum apex monorail (mr) device was received with blood and contrast in the distal lumen and balloon. A pinhole was located on the proximal edge of the distal markerband. Magnified inspection of the balloon material presented no indication of any material or manufacturing deficiencies that could have contributed to the pinhole. Inspection of the remainder of the device revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).